Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was involved with the patient experiencing infiltration. The following information was provided by the initial reporter: event #2 - patient who infiltrates venous access proceeds to puncture the new venous access. Event #1 - at the time of venipuncture, adequate venous return is observed. Despite having good venous return, venous accesses are infiltrated. At the time of venipuncture, it bends and does not enter the vein correctly. Although the patient has good venous access, this procedure has been difficult with this device, even if it is used properly or with the indications that the laboratory gave us at the time of training. Catheter that is advanced without mandrel and has bent. Additional information: what does infiltrate venous access mean? Was there a blood leak? According to the literature and the management of institutional terms (definition in the literature): ¿infiltration refers to another type of vascular trauma, originating from a lesion in the vein layers and subsequent perforation, resulting in infiltration of non-vesicant solutions or medications in the tissues near the insertion of the venous catheter. When the solutions or drugs present vesicating characteristics, the infiltration is called extravasation. Edema becomes the most frequent clinical sign to identify infiltration, sometimes being associated with others such as skin paleness, pain, decreased temperature and / or sensitivity in the area. Infiltration can also trigger circulatory compromise and tissue necrosis in the most severe cases. The risk factors described in the literature are based on reports or series of cases and are mainly related to the drugs administered through peripheral catheters. Event / complaint information: according to what they refer to in the complaints, there was an infiltration and they had to perform the peripheral vein puncture again and in that new canalization is where they present the complaint with the catheter. Has there been any harm to the patient / healthcare professional? (Detail) -yes, a new puncture had to be performed on the patient. It appears that the patient's catheter was changed due to a leak and therefore problems were identified during the re-puncture. If so, could you please confirm the catalog and lot number that the leak was observed in the patient (before the new puncture attempt)? -in effect, the event with the catheter occurred after a change that had to be made. The catheter used in the first puncture was of the same batch and size with which the event occurred.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter was involved with the patient experiencing infiltration. The following information was provided by the initial reporter: event #2 - patient who infiltrates venous access proceeds to puncture the new venous access. Event #1 - at the time of venipuncture, adequate venous return is observed. Despite having good venous return, venous accesses are infiltrated. At the time of venipuncture, it bends and does not enter the vein correctly. Although the patient has good venous access, this procedure has been difficult with this device, even if it is used properly or with the indications that the laboratory gave us at the time of training. Catheter that is advanced without mandrel and has bent. Additional information: ¿what does infiltrate venous access mean? Was there a blood leak? According to the literature and the management of institutional terms (definition in the literature): ¿infiltration refers to another type of vascular trauma, originating from a lesion in the vein layers and subsequent perforation, resulting in infiltration of non-vesicant solutions or medications in the tissues near the insertion of the venous catheter. When the solutions or drugs present vesicating characteristics, the infiltration is called extravasation. Edema becomes the most frequent clinical sign to identify infiltration, sometimes being associated with others such as skin paleness, pain, decreased temperature and / or sensitivity in the area. Infiltration can also trigger circulatory compromise and tissue necrosis in the most severe cases. The risk factors described in the literature are based on reports or series of cases and are mainly related to the drugs administered through peripheral catheters. Event / complaint information: according to what they refer to in the complaints, there was an infiltration and they had to perform the peripheral vein puncture again and in that new canalization is where they present the complaint with the catheter. Has there been any harm to the patient / healthcare professional? (Detail) yes, a new puncture had to be performed on the patient. It appears that the patient's catheter was changed due to a leak and therefore problems were identified during the re-puncture. If so, could you please confirm the catalog and lot number that the leak was observed in the patient (before the new puncture attempt)? In effect, the event with the catheter occurred after a change that had to be made. The catheter used in the first puncture was of the same batch and size with which the event occurred.